Event description:
Pt on the operating room table during open-heart surgery when there was an electrical power interruption during a thunderstorm outside; when hospital's generator power came on approx 10 seconds later, the cardiopulmonary bypass machine (bioconsole / medtronic) pump back-up battery did not immediately initiate; pump resetting took about 2 minutes. Manufactured in june 2010.